Manufacturer narrative:
The field service engineer (fse) was dispatched and he replaced the wash unit and tested. Customer verified by running a qc with no errors noted. The probable cause of the event was wash unit failure. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(6) .

Event description:
On (B)(6) 2016 a customer reported on the aia-360 sn# 13360510, an error 4040 wash probe home overrun. A field service engineer was dispatched. The reported issue with their aia-360 instrument has the potential for causing a delay in reporting of patient results for prog, e2 and bhcg which were purchased within 120 days prior to aware date. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.